Event description:
It was reported that the patient had a catheter revision "a while back." The medications being delivered were dilaudid and bupivacaine. No further details were provided. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, partially explanted: (B)(6) 2010. Product type: catheter. (B)(4).

Event description:
It was later reported the catheter issue was dislodgement/migration.